Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator serial number (B)(4) found no significant anomaly. It was noted that the device was functionally okay with insignificant anomalies.

Event description:
Additional information received reported that no malfunctions were seen or cause of the issue determined but the distance between the two devices was the most likely. It was noted that the patient could recharge normally and that they were receiving effective therapy.

Event description:
It was reported that while replacing the stimulation device on (B)(6) 2013 the opposite implantable neurostimulator (ins) often reacted when the doctor used telemetry with the clinician programmer. It was noted that while he was using telemetry the opposite ins was first turned off. It was noted that this could happen when the inss are very close however in the physicians experience it has only happened with this particular patient. It was noted that the stimulation device was replaced on the day of report. It was noted that it was replaced because ¿even though there was battery power remaining, many errors were occurring.¿ it was noted that the errors consist of the opposite ins reacting when using the clinician programmer. It was noted that the distance between the inss was around 10 cm and that x-rays were performed. Additional information was requested but was not available as of the date of this report. Refer to manufacturer report number 9614453-2013-02427

Manufacturer narrative:
Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387-28, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.